Event description:
According the report from the hospital: before use, the clinical department conducts self checks, passes airtightness tests, flow sensor tests, and o2 cell tests. But after the patient uses it, regardless of the breathing mode under the formula, all alarms "expiratory obstruction", and the clinical department replaces the ventilator.

Manufacturer narrative:
According to the report from the hospital: after removing the expiratory valve, it was found that the expiratory membrane was relatively clean, but it adhered to the expiratory valve cover and did not move smoothly. After taking out the exhaled diaphragm and cleaning it, a new self inspection was performed, and all self inspection items passed. Device was connected to simulated lung test, all functions were found normal. Hamilton medical ag received further information: the expiratory obstruction alarm was due to the blockage caused by the expiratory valve's cover and membrane being stuck. The expiratory valve membrane needs to be disinfected to avoid cross-infection or valve cover-membrane adhesion. The block would be caused over the process of vapor absorption and drug nebulization if disinfection were not performed for a long time, which would lead to the alarm. The alarm also reminds the user to avoid patient being suffocated. The failure is not a problem with the machine itself but with the clinical operation, and is not related to the quality of the product. The hospital was suggested that the expiratory valve's cover and membrane should be disinfected or replaced regularly according to the guide.

Manufacturer narrative:
According to the report from the hospital: after removing the expiratory valve, it was found that the expiratory membrane was relatively clean, but it adhered to the expiratory valve cover and did not move smoothly. After taking out the exhaled diaphragm and cleaning it, a new self inspection was performed, and all self inspection items passed. Device was connected to simulated lung test, all functions were found normal.

Event description:
According the report from the hospital: before use, the clinical department conducts self checks, passes airtightness tests, flow sensor tests, and o2 cell tests. But after the patient uses it, regardless of the breathing mode under the formula, all alarms "expiratory obstruction", and the clinical department replaces the ventilator.